Event description:
Caller reported cgm error 42. Blood glucose level was not adversely impacted. Customer technical support provided complete pump reset information, and the caller successfully started their sensor session without encountering the error again.